Event description:
It was reported that the pt (B)(4) developed a bump below the knee cap. Further interrogation revealed that the pt's inferior lead had eroded to just beneath the surface. The device; however, had not broken through the skin. Surgical intervention was undertaken to revise the inferior lead thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.